Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the implantable cardiac monitor exhibited an error message and displayed the device was in backup operation. The patient complained of experiencing episodes of syncope. On (B)(6) 2016 the patient presented to the clinic again for a follow-up and the device software was downloaded which resumed normal device behavior. The patient was in good condition post restoring the device.